Event description:
The reporter stated that her mother had gotten the er1 message. She said that she compared it to the color chart, but did not remember the result. She retested and the er1 message was repeated.